Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dark. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the cycler screen was blank during tx complete - step 8. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Replaced cycler due to (blank screen). Upon follow up, it was determined the patient was able to complete treatment. No patient serious injuries were experienced. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.